Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The received logs revealed technical error code indicating that an error in the internal memory detected on 05/12/2021. No information was received regarding how the technical error code was resolved but no parts were replaced. The root cause for the reported technical error codes could not determined. H3 other text : 4119.

Event description:
It was reported that the ventilator generated technical error code indicating that an error in the internal memory detected. There was no patient harm. Manufacturer's ref.#: (B)(4).